Manufacturer narrative:
Batch review performed on 24-january-2022: lot 188026: (B)(4) items manufactured and released on13-feb-2019. Expiration date: 2024-01-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medacta medical affairs director: fracture of the femoral stem in cementless tha 2 years after primary surgery and 1.5 years after a first revision surgery during which a lengthening retroverted modular head has been implanted. According to report, this was done to correct suboptimal position of the femoral stem that presented excessive anteversion with subsequent recurrent dislocation. This suboptimal position cannot be judged by the limited iconography supplied. Also, we do not know what led the primary stem to end up in a suboptimal position and if this was the immediate result of primary operation or of subsequent migration/displacement. The lengthening-retroverting sleeved head is not approved by medacta, manufacturer of the femoral stem, to be associated with it. The root cause of the fractured stem is with all likelihood to be sought in the use of an unapproved adaptor.

Event description:
Revision surgery was performed due to stem neck breakage. The primary surgery was performed on (B)(6) 2020. On (B)(6) 2020 the head, liner, and cup were revised due to joint dislocation. During the first revision surgery, the head put in was a merete bio ball with a long adapter.